Event description:
The device was used during a lavh procedure. Reportedly, the instrument would not fire. The surgeon used a new instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.